Event description:
The customer was unable to correctly calibrate her insulin pump and kept receiving calibration errors and two failed delivery alarms. Customer stated that the paramedics were called due to low blood glucose levels. The customer stated that she did not know exactly what her blood glucose level was but believed it to be around 40 mg/dl. Because of her low blood glucose level, the customer stated that she started having convulsions. Her husband called the paramedics. The customer determined that her low blood glucose level resulted from her monthly cycle and daily activities. She declined troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.